Event description:
Follow-up revealed the patient also experienced a burning sensation at the ipg site after falling, but only when stimulation was on. On (B)(6) 2016, the patient's ipg was explanted and replaced. Surgical intervention resolved the patient's issues.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient has been experiencing pain at the ipg site since falling directly on the ipg. The patient's physician believes the ipg is damaged due to the fall, but damage to the ipg is unknown. As a result, the patient plans to undergo surgical intervention.